Event description:
An endurant ii stent graft system was implanted in a patient during the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 11 years post the index procedure, follow up CT identified a type ia and possible bilateral type ib endoleaks. The physician elected to transfer the patient to a different facility for possible further intervention. The cause of the endoleaks are undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following:: etlw1616c124e, serial/lot #: (B)(6), ubd: 09-dec-2016, UDI#: (B)(4) ; product ID: etlw1613c124e, serial/lot #:(B)(6), ubd: 09-jun-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted in a patient during the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 11 years post the index procedure, follow up CT identified a type ia and possible bilateral type ib endoleaks. The physician elected to transfer the patient to a different facility for possible further intervention. The cause of the endoleaks are undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Correction to b5: device updated to correct name enduarant iis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.